Manufacturer narrative:
Device analysis indicated device failure which was reported back in 2015 under report number 6000034-2015-02642. Device analysis report attached.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, due to non-use and discomfort at implant site.